Manufacturer narrative:
Device evaluation: examination of the console found customer applied labels and tape adhesive residue on the cover, the void seal is broken and there are small dents/scratches on the rotational speed display lens. The console rotational speed in dynaglide mode met normal operational speeds. The console functioned properly and did not exhibit any tendency to stall. The maximum turbine pressure reading on the gauge is slightly low, but the rotablator system functionality is not affected. Given the age of the console, this is most likely due to normal wear and tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
Same case as MFR #: 2134265-2010-02154 and 2134265-2010-02041. It was reported that during a rotational atherectomy procedure, removal difficulties and a vessel dissection occurred. The physician was ablating a lesion in an unspecified vessel with a 1.25mm rotablator rotalink burr. During removal of the burr in dynaglide mode the system "coughed" and became intermittent causing an inability to remove the burr. The physician unsuccessfully attempted pressing and clutching the dynaglide foot pedal of the rotablator console to get the system to work. The physician then "yanked" the burr out of the vessel with difficulty and a dissection occurred. The physician deployed an unknown stent to treat the dissection. Patient status is reported as "great". Additional information has been requested, but has not been received.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. The batch number is unknown; therefore the manufacturing records for the complaint device could not be reviewed. (B) (4).

Event description:
Same case as MFR #: 2134265-2010-02154 and 2134265-2010-02041. It was reported that during a rotational atherectomy procedure, removal difficulties and a vessel dissection occurred. The physician was ablating a lesion in an unspecified vessel with a 1.25mm rotablator rotalink bur. During removal of the bur in dynaglide mode the system "coughed" and became intermittent causing an inability to remove the bur. The physician unsuccessfully attempted pressing and clutching the dynaglide foot pedal of the rotablator console to get the system to work. The physician then "yanked" the bur out of the vessel with difficulty and a dissection occurred. The physician deployed an unknown stent to treat the dissection. Patient status is reported as "great". Additional information has been requested, but has not been received.